Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The respiratory therapist reported that the unit was giving a high tidal volume alarm and a low leak co2 rebreathing risk alarm. The device was in clinical use at the time the reported issue was discovered; but there was no patient harm reported.

Manufacturer narrative:
On (B)(6) 2016, customer called and reported that after swapping the data acquisition board the unit did not work. Customer requested part number for the flow sensor. The manufacture's technical support (ts) advised customer of the part number. This complaint is associated to MFR. Report #:2031642-2016-02894. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts replaced; the root cause of the reported failure could not be determined.